Manufacturer narrative:
Correction to b7 and h6 due to additional information received. Patient a history of aortic stenosis, mitral regurgitation, status post aortic valve and mitral valve replacement and subsequent mild mitral valve regurgitation observed with congestive heart failure and hemolysis. Approximately 3 months after tmvr the patient reported to have extreme shortness of breath and dyspnea on exertion of 2 week duration. Routine workup revealed hemoglobin of 6.7 g/dl. The patient was severely anemic and was admitted and evaluated by hematology. A tte reported mild mitral regurgitation. A tee showed severe perivalvular leak around mitral valve resulting in hemolytic anemia. The patient had an amplatzer plug placed in the past and decided on redo. Per the surgeon report, the mitral valve had severe calcification. The patient underwent mitral valve redo with a 27mm surgical valve. Tee at the end of the case did not show any evidence of paravalvular leak. Post-procedure the patient was still anemic requiring transfusion. The patient stabilized slowly and was discharged in stable condition to rehabilitation for reconditioning.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The patient's valve was explanted due worsening pvl and subsequently a 25mm surgical valve was implanted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation still ongoing.

Event description:
As reported by implant patient registry through receipt of an implant data card, the patient had a 26 mm sapien 3 ultra valve implanted in the native mitral annulus via surgical approach. Approximately 3 months 8 days post implant the patient's valve was explanted due to unknown reasons and replaced with a surgical valve. After further investigation, it was discovered that post tee showed moderate paravalvular leak (pvl). The procedure was a redo surgery to removed the sapien ultra valve due to worsening pvl and subsequently the 25mm surgical valve was implanted.